Event description:
Wheel mount on frame of the system has broken loose and the system became hard to move around and the system became unstable. The system did not top over. No pt was involved in this incident, therefore there was no pt injury.